Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an ascending colon surgical procedure on unknown date and the absorbable hemostat was used for hemostasis and left behind upon closing up. A few days after the procedure, the patient experienced inflammatory reaction with abscess developed at the site where the absorbable hemostat was applied and CT screening test was performed. Improvement was confirmed by conservative treatment.